Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Analysis of the device memory indicated the device was unable to be interrogated by wireless telemetry.

Event description:
It was reported that after the patient had received multiple appropriate therapies for ventricular tachycardia, multiple power on resets were noted on the device. The following day, a warning was noted that indicated that wireless telemetry was no longer available. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.